Event description:
The biomedical engineer (bme) reported that this multigas unit displayed an "external device failure" error message. There was no patient injury reported. The unit was not in patient use at the time.

Manufacturer narrative:
The biomedical engineer (bme) reported that this multigas unit displayed an "external device failure" error message. There was no patient injury reported. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/25/2026 called the bme for the information in the ni list above: no reply was received. Attempt # 2: 06/08/2026 emailed the bme via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 06/09/2026 emailed the bme via microsoft outlook for the information in the ni list above: no reply was received.